Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('increasing amounts of lower abdominal pain after implants were inserted') in an adult female patient who had essure (batch no. C55838) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. No concomitant gynecological illnesses. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and ovulation pain had not resolved. The reporter considered abdominal pain lower to be unrelated to essure. The reporter considered ovulation pain to be related to essure. The reporter commented: essure removed by request of the patient. Implants were provided for technical investigation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: device removal questionnaire received. Patient initials, birthdate, height and weight added. Patient medical history: bipolar disorder added. Product tab updated. Essure batch number, insertion and removal dates added. Non-drug treatment received (surgery - laparoscopy) added for abdominal pain lower. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('increasing amounts of lower abdominal pain after implants were inserted') in an adult female patient who had essure (batch no. C55838) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. No concomitant gynecological illnesses. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and ovulation pain had not resolved. The reporter considered abdominal pain lower to be unrelated to essure. The reporter considered ovulation pain to be related to essure. The reporter commented: essure removed by request of the patient. Implants were provided for technical investigation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Batch no c55838 production date 2014-05-16 expiration date 2017-05-31. Date of sample received at quality unit 2020-10-26. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('increasing amounts of lower abdominal pain after implants were inserted') in an adult female patient who had essure (batch no. C55838) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. No concomitant gynecological illnesses. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and ovulation pain had not resolved. The reporter considered abdominal pain lower to be unrelated to essure. The reporter considered ovulation pain to be related to essure. The reporter commented: essure removed by request of the patient. Implants were provided for technical investigation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: device removal questionnaire received. Patient initials, birthdate, height and weight added. Patient medical history: bipolar disorder added. Product tab updated. Essure batch number, insertion and removal dates added. Non-drug treatment received (surgery - laparoscopy) added for abdominal pain lower. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('increasing amounts of lower abdominal pain after implants were inserted') in an adult female patient who had essure (batch no. C55838) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. No concomitant gynecological illnesses. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and ovulation pain had not resolved. The reporter considered abdominal pain lower to be unrelated to essure. The reporter considered ovulation pain to be related to essure. The reporter commented: essure removed by request of the patient. Implants were provided for technical investigation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: device removal questionnaire received. Patient initials, birthdate, height and weight added. Patient medical history: bipolar disorder added. Product tab updated. Essure batch number, insertion and removal dates added. Non-drug treatment received (surgery - laparoscopy) added for abdominal pain lower. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.